Event description:
It was reported that a power cable disconnect alarm occurred during mobile power unit (mpu) operation, but no alarm sounds were heard from the mpu. The buzzer did sound on the system controller. The battery drive did not reproduce it. The mpu was replaced with an in-hospital due to suspected failure of the mpu. Log file analysis was requested. At around 10:00 pm on (B)(6) 2024 multiple power cable disconnects were noted while connected to the mpu. The hospital suspected the mpu was faulty. Log files did not confirm these alarms; however they did contain a few powers cable disconnects around 11:00 pm on (B)(6) 2024 following a power swap to batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the mobile power unit (mpu) was exchanged for the power cable disconnect alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being unable to alarm was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for evaluation in unremarkable condition. The mpu was evaluated and tested on (B)(6) 2025. The mpu was powered on and booted up as intended. The unit was functionally tested and passed all testing. It was stated the customer authorized to scrap the mpu. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 IFU (rev. A) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 IFU (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.